Event description:
It was reported that during set up by the customer at the user facility, the tps micro driver ran on its own. As this event occurred during set up at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of run-on was not duplicated. The service technician and engineer were unable to experience any failure mode with the device.

Event description:
It was reported that during set up by the customer at the user facility, the tps micro driver ran on its own. As this event occurred during set up at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.